Event description:
It was reported that the patient had a loss of therapeutic effect/intermittent therapy. The device had been reprogrammed 3 months prior, but the patient was seeking help again for lack of therapy and no stimulation sensation. Impedance readings were greater than 4000 ohms on all combinations except one pair of c and 2. When using c/2 the patient felt stimulation, but in the incorrect location. Reprogramming further was not an option. An xray/potential revision were recommended. Additional information was requested.

Manufacturer narrative:
Lead model 3889-28, lot# v381106, implanted: (B)(6) 2010, explanted: na. Lead model 3889-28, lot# v381106, implanted: (B)(6) 2010, explanted: na. Programmer model 3037, serial# (B)(4). (B)(4).